Manufacturer narrative:
(B)(4). Additional narrative: baxter conducted a batch review. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "leaking" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 50 was observed leaking. According to the report, the device was filled with 90mg of pamidronate in 250ml in 0.9% sodium chloride. The problem was noted prior to product use and there was no patient involvement. The device was placed in the refrigerator, however, at a later time a large amount of fluid was noted inside the bag. The customer could not identify the location of the leak. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.